Event description:
It was reported that the sensor readings and blood glucose levels were off. The sensor glucose readings were too low. The sensor was used for two days. Customer tried a restart, but the issue persisted. Customer's blood glucose was 185 mg/dl. No further details provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.